Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving dilaudid (2 mg/ml at 0.6655 mg/day) via an implantable infusion pump. It was reported that for about a month the pocket site has been draining puss and the pump was eroding through the patient's skin. The device was being explanted tomorrow. No further complications have been reported as a result of this event.